Event description:
Pre-op visual and functional inspection of robotic instrument (fenestrated bipolar forceps) was performed per protocol. During the surgery, cables in articulating joints appeared to be fraying. Instrument removed from service.